Manufacturer narrative:
Additional information: sections b.3 & d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. The recipient has healed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a non-user due to pain and headaches with and without device use. Revision surgery is scheduled.